Event description:
The customer reported a non-reproducible elevated troponin I (accutni) result, within the risk stratification, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing on an alternate access 2 immunoassay system produced lower results within the normal reference interval. The elevated result was released out of the laboratory and questioned by the staff as it did not correlate with the patient's clinical presentation. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced all of the aspirate probes and the associated peristaltic pump tubing. The fse verified the system's alignments and the transducer voltage were within specifications. The fse primed the system and performed a high sensitivity system check which passed within system specifications. Cardiac quality control (qc) was performed and was within the customer's established ranges. The unit conformed to the manufacturer's published performance specifications. The sample was collected in a becton dickinson (bd) lithium heparin plasma 13x75 tube with gel separator. The test was a stat request. The customer stated the sample was a full draw and inverted per the manufacturer's instructions. The customer noted no abnormality with the sample. The sample was centrifuged in a room temperature in swinging-bucket centrifuge at 3,200 rpm (revolutions per minute) for ten minutes. The specimen was sampled out of the primary tube for all three tests. The customer did not re-centrifuge the sample between tests. The customer stated a chemistry panel was performed and all results were within the normal range. The customer reported no issues with quality control (qc). System check was performed (B)(4) 2012, and passed all portions within service specifications. The customer stated no other results were questioned.